Event description:
Report received from a surgeon of an implanted multifocal intraocular lens that appears "blurred". Physician plans on doing a lens replacement on a still unknown date. He stated the patient is not taking any special medications and does not have any diseases that would cause the lens to blur.

Manufacturer narrative:
The intraocular lens (iol) associated with this report remains implanted. Surgery to replace the lens is pending. A review of the manufacturing records showed no deviations. No additional reports of a similar nature for the remaining lenses manufactured in this lot were received. A follow-up to this MDR with be submitted upon receipt of additional information and inspection of the lens. All information currently available is included in this report. Iol remains implanted.